Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. It was determined that the right ventricular (rv) lead had dislodged due to twiddler's syndrome, and had pulled back into the atrium, resulting in inappropriate sensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.